Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after no interaction with the pump for 12 hours, the pump screen was black and the pump would not turn on. Customer reverted to using manual injections for insulin therapy. At the time of the report, customer declined tandem technical support's offer to perform a pump system check. Although multiple attempts were made to made by tandem technical support to obtain additional information, customer did not reply.